Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00445. It was reported the patient experienced ineffective stimulation due to migration of the right peripheral lead. As a result, surgical intervention may be undertaken as the next course of action to address the issue. Note: it's unknown which lead caused the issue; therefore both peripheral leads are being reported.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2017-00445. Follow-up identified surgery took place on (B)(6) 2017 wherein both leads were explanted and replaced resolving the issue.